Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting intermittent farfield oversensing of ventricular activity in the atrial channel. Technical services (ts) as consulted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and noise in the non-boston scientific right ventricular (rv) lead and right atrial (ra) lead was noted. Inappropriate atrial tachy response (atr) were also stored. The leads had insulation breach and were replaced. The crt-d was also replaced per physician discretion. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting intermittent farfield oversensing of ventricular activity in the atrial channel. Technical services (ts) as consulted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting intermittent farfield oversensing of ventricular activity in the atrial channel. Technical services (ts) as consulted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and noise in the non-boston scientific right ventricular (rv) lead and right atrial (ra) lead was noted. Inappropriate atrial tachy response (atr) were also stored. The leads had insulation breach and were replaced. The crt-d was also replaced per physician discretion. No additional adverse patient effects were reported. This product has been returned for analysis.